Event description:
Since implementation of screws and plates, pain has become more severe, radiating to upper back, lower back, pelvic and leg areas. After referring to medical center, he is not a candidate for further stabilizing spinal surgery.